Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned with damage near the proximal end. The visual and tactile inspection found the core wire fractured at 194.5cm from the distal end. Scanning electromicroscopy (sem) found that the fracture exhibited evidence of the action of two opposite forces with presence of smeared material in one direction and mechanical cut marks. No material anomalies were found. All the outer diameter measurements are within the specifications. Upon additional follow up information received from the facility it was revealed that the burr catheter and rotawire guide wire were removed successfully from the body as a single unit. Once they were outside the body, the physician attempted to remove the wire from the burr catheter, and the guidewire fractured at this time. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a rotational atherectomy treatment procedure, the guidewire became stuck in the burr catheter. The 90% stenosed lesion was located in a severely tortuous and severely calcified proximal left circumflex (lcx) artery. Atherectomy was performed with the 1.5mm rotalink plus and the 325cm rotawire floppy guide wire at a speed of 175,000 rpm. The burr catheter stalled after a sound was heard coming from the rotalink plus unit. The rotawire guidewire was stuck in the burr catheter, and were removed from the patient as a unit successfully. The procedure was successfully completed with a 1.75mm rotalink plus and a new rotawire floppy. No patient complications were reported and the patient's status is good. However, the returned device analysis revealed that the guide wire was fractured.